Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, and post-paced t-wave oversensing was observed. Programming changes were made and the issue was resolved.